Manufacturer narrative:
Account reported additional information regarding the patient on 6/17/2016. Patient had lasik in 2000 in (B)(6). Acuity in left eye never correctable to 20/20 even before lasik. Date of birth - (B)(6). Gender - female. On (B)(6) 2015 ¿ refractive consultation exam. Patient best corrected visual acuity (bcva) for right eye was 20/25 and for left eye was 20/40. Manifest refraction for right eye was 1.50 x 0.00 x 0 and for left eye was 1.00 x 0.50 x 80. On (B)(6) 2015 ¿ bilateral standard photorefractive keratectomy with mitomycin 0.02% for 12 seconds was used during procedure. Valium 5mg was given to patient by physician prior to surgery. Bandage contact lens was used. On (B)(6) 2016 ¿ patient reported to surgeon pain from the day before. Blurred vision and headache. Cornea was healing. On (B)(6) 2016 ¿ patient presented with mild haze and 3+ punctate epithelial erosions in both eyes. Patient reported feeling dry eye in both eyes. On (B)(6) 2015 ¿ patient (bcva) for right eye was 20/25-2 and for left eye was 20/30. Manifest refraction for right eye was -2.00 x 1.00 x 105 and for left eye was -2.00 x 0.75 x 150. Both eyes feel dry and patient was given predforte twice a day in both eyes on (B)(6) 2015 ¿ patient bcva for right eye was 20/25 and for left eye was 20/50. On (B)(6) 2015 ¿ patient reported waking up with eye pain and redness. Patient has been using tear drops frequently with no improvement. Foreign body sensation and photophobia reported. Corneal abrasion noticed in right eye. Cyclogyl instilled and bandage contact lens placed. Cipro twice a day. On (B)(6) 2015 ¿ patient reported feeling better although still slightly uncomfortable. Bandage contact lens removed. Use of tears aggressively and cipro once a day. On (B)(6) 2015 ¿ patient bcva for right eye was 20/40 and for left eye was 20/40. Noticed telangiectasia and meibomian gland dysfunction in both eyes. Will treat with lid hygiene. Slight superficial punctate keratitis in right eye. Patient stated her vision has improved and is currently having foreign body sensation in right eye and using tears 3-4 times a day. On (B)(6) 2015 ¿ patient bcva for right eye was 20/50 and for left eye was 20/30. On (B)(6) 2015 - standard photorefractive keratectomy retreatment in right eye. On (B)(6) 2016 ¿ one day post enhancement right eye +0.75 + 0.25. Continue steroids and tears and stop antibiotic. On (B)(6) 2015 ¿ patient bcva for right eye was 20/40. Manifest refraction for right eye was -1.25 x 1.50 x 115. Patient reported her vision was not good and feels off. Complaint of foreign body sensation. Noticed 3+ punctate epithelial erosions with no haze. Cut steroids to 2 times a day for 2 weeks and stop and use gel (genteal). On (B)(6) 2016 ¿ patient bcva for right eye was 20/50. Manifest refraction for right eye was -1.25 x 1.50 x 115. Left eye uncorrected vision (ucva) was 20/40+2. Patient reported her vision feels uneven like her eyes are fighting each other. No longer using steroids. Telangiectasia and complaint of foreign body sensation. On (B)(6) 2016 ¿ patient ucva for right eye was 20/60 and for left eye was 20/60. Complaint of early morning discomfort. Using antibiotic with lid hygiene in the morning. Both eyes feel more comfortable than last visit but sees lees at near on (B)(6) 2016 ¿ patient ucva for right eye was 20/80 and for left eye was 20/30. Manual lri (limbal relaxing incisions) with diamond blade in right eye done. On (B)(6) 2016 ¿ patient complained of mild irritation in right eye with burning and foreign body sensation. Patient unsure about visual acuity improvement. Patient on prednisolone and zymaxid 4 times a day in right eye. On (B)(6) 2016 ¿ patient ucva for right eye was 20/50 and for left eye was 20/30-2. Still burning and dryness. On (B)(6) 2016 ¿ patient bcva for right eye was 20/40 and for left eye was 20/30. Positive amsler grid in right eye most of grid appears wavy and left inferior grid is wavy. On (B)(6) 2016 ¿ patient bcva for right eye was 20/40- and for left eye uncorrected visual acuity was 20/40. Treatment of ptk (phototherapeutic keratectomy) with the use of mmc (mitomycin c) is considered to be off label use as the safety and effectiveness of mmc was not studied during the phototherapeutic keratectomy trial an approval process.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported a patient with a residual refractive error following surgery that has now lost multiples lines of acuity.